Manufacturer narrative:
Although, there was no reported injury in this case, the available info suggests a malfunction in the device. Varian has determined that a MDR is appropriate, as this malfunction creates an electrical hazard and, should it recur, could potentially cause a serious injury. The part was replaced and the device returned to normal operation. No further follow-up to this MDR is expected.

Event description:
The customer noticed there was crack on union joint, connected energy switch water supply line. There was no report of any injury to a pt or the user and no pt info was provided.